Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call experiencing high blood glucose levels and had an inaccurate sensor reading. The customer's blood glucose was 300 to 400 mg/dl, compared with the sensor reading of 40 mg/dl. The customer stated that the insulin pump alarmed a low blood glucose error, calibration error, change sensor and bad sensor alert. He declined to troubleshoot for the sensor reading discrepancy and calibration error alarm. The customer was advised to replace the sensor and agreed to return the device for analysis.

Manufacturer narrative:
Evaluated one opened/used sensor; did continuity resistance test and sensor failed per specification. Also found cannula bent unable to confirm customer received sensor in said condition due to customer returning it opened/used.